Event description:
It was reported that a pericardial effusion was observed following implant of the device. The device was successfully implanted. The patient was stable and will continue to be monitored. There were no adverse consequences.